Event description:
During a cystoscopy, ureteroscopy procedure with a holmium laser for a lithotripsy in the right renal calculus, the laser fiber fractured through (outside of pt and ureteroscope). The scrub tech was touched by the active fiber as it "whip-lashed" by them. All safety precautions were in process; no injury to pt. White mark appeared on scrub tech's arm. The laser machine was shut down immediately by the laser rep.